Event description:
It was reported that the device reached recommended replacement time (rrt) unexpectedly. The device was noted to have high outputs. The device will be explanted and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri: weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.986 to 2.836 volts between (B)(6) 2012 is before device rrt <= 2.6251 volt.